Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance (B)(6) 2013. The weekly pace lead trend data showed an increase for maximum ventricular pace bipolar impedance= 551 to 4047 ohms peak between (B)(6) 2013. Oversensing was noted with 13 - ventricular non-sustained tachycardia episodes <(><<)>=210 ms between (B)(6) 2013. There was 1 ventricular fibrillation (vf) episode =180 ms average v-cycle on (B)(6) 2013. Interference/noise was noted with a ventricular short interval count v-sic=460 counts, in 0.86 day, between (B)(6) 2013. The lead integrity alert triggered with 1 patient alert for lead failure predictor. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured and was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.